Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The chronic total occlusion target lesion was located in the heavily calcified right coronary artery. A 3.50x38mm promus premier stent was advanced and deployed in the lesion. Post dilation was performed over 22 atmospheres however it was noted that the recently implanted stent had fractured. Another stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.